Event description:
Orbera intragastric balloon inserted on (B)(6) 2016, model #b4800, sn (B)(4), by dr (B)(6) at (B)(6). Procedural and/or medical device complications resulted in pts. Aspiration pneumonia, ruptured stomach, sepsis poisoning. Paralyzation, and life long impairment.